Event description:
I had an interstim serial #(B)(4)/ model # 97810 implanted in (B)(6) 2021 to replace a previous model when the battery ran out. I had problems charging the interstim, but I was able to do it and dr. (B)(6) (my urology surgeon) said I was doing fine. Then on (B)(6) 2022, I was due to charge the implant. I set it up and turned it on. I was able to scan and see the battery level was the recommended 30% for recharging, and the charger could connect with the implant. Then the charger lost connection, would not scan the implant, and came up with "error 1707". I referred to my manual, rebooted the components, and retried. Again, "error 1707", but this time the charger was making a clicking noise and "zapping" my buttock--painfully. I retried this procedure 10 times. I then called medtronic and was told to call on monday (B)(6) 2022. My doctor's office was closed and the answering service referred me to the ER. As we are in a pandemic and this was not life-threatening, I chose to wait until (B)(6) 2022. I retried the charging procedure another 10 times over the weekend. On (B)(6) 2022, I called the doctor as soon as they opened. I told them about the issue, and about all the other FDA reports that appear on (B)(6) when this implant is searched. I called medtronic, they said they were closed for the holiday and to call back on (B)(6) 2022. I am now having a return of urgency, incontinence, and bladder spasms. FDA safety report ID# (B)(4).